Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both coils appear to have migrated and coils are now in the myometrium') in a (B)(6)-year-old female patient who had essure (batch no. A57121) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful intercourse in 2012 and coital bleeding in 2012. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion ("both coils appear to have migrated and coils are now in the myometrium/ left coil is seen at fundus posteriorly, right coil is posterior to the cornua"). In 2015, the patient experienced genital haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced pelvic discomfort ("increasingly discomfort") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic discomfort and dyspareunia had not resolved and the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion, embedded device and genital haemorrhage with essure. The reporter considered dyspareunia and pelvic discomfort to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: essure removal date was added and therefore the case became serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.